Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 9am there meter began to power off during use. The patient manages her diabetes with diet and/or exercise alone. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿felt like blood pressure went up¿ immediately after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca was able to confirm this was not the first time the product was being used, there was no misuse of the product and the battery did not need to be replaced. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.